Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600mg/dl. The customer was assisted with troubleshooting for the high readings. The customer treated with insulin pump. Customer's blood glucose value was 211mg/dl at the time of the call. Customer reported that the high blood glucose levels began due to not being able to change set when they removed their previous set. The customer was also assisted with bolus wizard. The product will not be returned for analysis.